Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that multiple random meter error 1 warnings had been emitted. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may lead to a delay in treatment due to an inability to obtain blood glucose readings.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/26/2017 with the following findings: a review of the meter records download showed a 201 error 1: sub code: 202 error in operation parameters. During investigation, the meter powered up normally. No errors occurred during testing. The complaint was verified in the meter records download but could not be duplicated during the investigation.